Event description:
Complainant alleged that while defibrillating a (B)(6) male pt, the device did not auto-escalate the energy selection. The pt received a reported seven shocks at 120 joules. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.